Event description:
The customer reported that damaged cables in swivel arm md eleva was due to sharp edges on bracket. The damaged cable can make the brake powered on; resulting in the rotation/angulations' of the c arc not stopping.

Manufacturer narrative:
(B)(4). Method, result, conclusion: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.